Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hematoma was removed along with the lead on (B)(6) 2018 and the inability to move the lower extremities was resolved. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient couldn¿t move their lower extremities following the implant surgery. It was noted that the patient¿s blood pressure was in the 190s and the stimulation had not been turned on yet. The patient was taken back into surgery and an epidural hematoma was discovered. As a result, the lead had to be removed. It was noted that the battery was not removed. No further complications are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977c265 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went to a healthcare provider (hcp) and they did a laminectomy and put a paddle lead in. The patient said after a bit he couldn't feel anything below the belly button and he was not able to lift his toes or legs. The patient said he was rushed to have a CT scan and they found a hematoma. The hcp removed the lead but left the ins implanted. The patient said the issue was resolved after going through physical therapy. No further complications were reported.